Manufacturer narrative:
(B)(4). The unit powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement, test due to the poor connection. The unit was received with a noticeable crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. Also the display window cover is missing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The device will be returned for analysis.